Event description:
Procedure type: low anterior resection with end-to-end anastomosis. Patient gender:unk. According to the reporter: the surgeon had difficulty removing the device from the patient, as it seemed to be stuck to the anastomosis. The tissue specimen was manually cut and the device was removed by the surgeon. The colon side of the tissue specimen remained in the cavity. Delay of more than 30 minutes occurred due to ileostomy. No blood loss occurred and the patient's current condition is well. No patient details were disclosed.